Manufacturer narrative:
Result: (operational problem): visual inspection of the returned product found one haptic torn. The lens was returned in liquid and there was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -6.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, angle closure, pupillary block and elevated intraocular pressure. Additional laser peripheral iridotomies were performed. The reporter indicated they felt there was possible aqueous misdirection. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, product evaluation, medical review and device history record review, work order search, a specific root cause of the event could not be determined. (B)(4).